Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with glucose readings reported over 400 mg/dl for an extended period and a highest documented value of 400 mg/dl, following unannounced snacks and subsequent eating; troubleshooting included education on meal announcing, hydration and movement, inspection of the infusion set and cartridge with no leaks noted, resumption of delivery after a subcutaneous insulin pen dose, and discussion of a site change. Symptoms included hyperglycemia without other reported symptoms. Outcomes included a serious health impact in the form of illness/impairment due to sustained high glucose levels, with assistance provided by the pt's spouse and no hospitalization. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no findings and insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.